Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue. The product was replaced or reworked then approved for use. The DHR anomaly is not related to the alleged device failure. Lead "a" was noted to have outer tube compression damage. Lead "a" passed all functional testing. Lead 'b" was returned severely kinked with all wires broken approximately 27 cm from the stimulation end. The lead was also noted to have compression damage. Due to the broken wires in the lead segment, functional testing could not be performed on lead "b". Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01198. The pt received her scs system, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010. It was reported that the pt experienced a fall and was knocked unconscious approximately five months ago. After the fall, she stated that one of her lead contacts measured invalid impedance. It was reported that she was reprogrammed, but she gradually lost effective stimulation until eventually all of her lead contacts were reading invalid impedance for one of the leads. The physician explanted and replaced both of the pt's leads on (B)(6) 2011. It was reported during the explant procedure that one of the leads appeared to have a fracture near the anchor site. The explanted leads were returned to the manufacturer for analysis. No further issues were reported from the pt.